Event description:
On (B)(6) 2011, it was reported that the patient experienced a warm feeling and a burning sensation at the pocket. The device was checked for impedances and effectiveness of the therapy. It appeared to be working properly and there were no changes in stimulation upon manipulation of both connection sites. It was reported that there were some questions by the neurologist regarding problems unrelated to the implant. Additional information received reported that the patient experienced pain in the stomach area and around the implantable neurostimulator when stimulation was on or off. There was no known accident or incident related to the event. It was later reported that the patient was still having problems with his device or therapy but was working with an hcp or manufacturer representative to resolve them. The patient had appointments scheduled for (B)(6), (B)(6), and (B)(6) 2011. Additional information received from the hcp reported that the patient was delusional. The abdominal pain was possibly related to his parkinson's symptoms or could have been part of his psychosis, an ongoing issue which began after the deep brain stimulation (dbs) implant. The patient did not have a definitive psychiatric diagnosis, and the dbs was being kept off completely. Regarding the burning sensation, the patient was reported to say that he felt hot a lot, and was known to take his clothing off and hose himself off. It was reported that the patient was being managed by a psychiatrist. The hcp also reported that there was nothing wrong with the devices, and impedances were normal. There were no plans to remove the devices as the plan was to psychologically stabilize the patient first. Refer to manufacturer report #3004209178-2011-08011.

Manufacturer narrative:
(B)(4).